Manufacturer narrative:
Per additional information received from the investigation, bard medical/bd has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998012.

Event description:
It was reported that the urine leaked from the catheter. It was later reported via email on (B)(6) 2019 form the international business center (ibc) representative the location of the leak was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the catheter. It was later reported via email on (B)(6) 2019 form the (B)(6) representative the location of the leak was unknown.